Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the system displayed a "tissue too thick to continue" message while attempting to fire an unspecified sureform 60 reload with a sureform 60 stapler instrument. To address the issue, the stapler reload was replaced with a sureform 60 black reload. After beginning the firing sequence, the stapler instrument paused twice for additional compression before completing the firing. After the sureform 60 black reload was fired, the staple line was observed to be bleeding with several areas showing heavy bleeding. The following information is unknown: the estimated blood loss associated with the bleeding and what surgical/medical intervention was rendered due to the complication. The procedure was completed robotically. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a sureform 60 black reload to perform failure analysis. Two sureform 60 stapler instruments were used during the procedure, it remains unclear which stapler instrument was involved with the reported event: a review of the stapler log shows that sureform 60 stapler instrument (lot number: k15250815-0420), was installed first and used intermittently during the procedure. It was installed on the system 7 times and fired 6 stapler reloads (2 green, 1 black, 1 green, 1 blue, 1 white, in that order). On install 1, there were 3 incomplete clamp attempts, and no firing was attempted. On install 2, the first 3 clamp attempts were incomplete. The fourth clamp was successful, but was followed by a firing failure. On install 3, the first clamp was successful, but was followed by a firing failure. On install 4, the first clamp was successful, and the firing was completed with 8 pauses for compression. On installs 5 and 6, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 7, the first clamp was successful, and the firing was completed with 1 pause for compression. Next, the logs show that sureform, 60 stapler instrument, (lot number: k10250913-0106), was installed intermittently on the system 5 times and fired 4 stapler reloads (1 black, 1 blue, 1 white, 1 blue, in that order). On install 1, there were 2 incomplete clamp attempts, and no firing was attempted. On installs 2 and 3, the first clamps were successful, and the firings were each completed with 1 pause for compression. On install 4, the first clamp was incomplete. The next clamp was successful, and the firing was completed with 1 pause for compression. On install 5, the first clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the logs.